Event description:
Initial info was rec'd on (B)(6) 2013 from a consumer's mother. This (B)(6) year old male child was using colgate motion spiderman battery-powered toothbrush (lot# 2692lb) when the top broke off in his mouth. He began using the toothbrush on an unspecified date (frequency unknown). Subsequently, while brushing his teeth on the morning of (B)(6) 2013, he experienced the event. His mother was with him at the time of the event and asked her son to spit the top out. He had no symptoms. The toothbrush was discontinued on (B)(6) 2013 and rec'd by the manufacturer on (B)(4) 2013. This case is referenced as (B)(4).